Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified coronary artery. A 3.25 mm x 8 mm nc emerge balloon catheter was advanced for dilation. However, during second inflation at 6 atmospheres for 10 seconds, the balloon ruptured vertically, separating near the distal edge. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and the patient was in good condition post-procedure.